Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to cut the suture was not confirmed as the returned gated suture trimmer successfully cut a proxy suture. The suture detachment was not confirmed and was observed as an anterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that no femoral angiogram was performed. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The reported suture detachment was observed as an anterior needle to cuff miss and was likely related to device angle placement or interaction with the patient anatomy. The reported failure to cut the suture appears to be related to procedure circumstance such that the trimming lever was deployed early or was not held back during retrieval of suture trimmer. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted using a proglide device with an 8f sheath after an electrophysiology interventional procedure. Reportedly, a suture break occurred. Additionally, it was reported that the suture trimmer would not cut the suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.